Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report: 1627487-2019-06861.

Manufacturer narrative:
Additional device information has been requested, but not received yet. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Reference MFR report: 1627487-2019-06861. It was reported the patient's drg system programmer displayed an error message. Upon system interrogation, a full impedance check revealed high impedance for both implanted drg leads. Stimulation therapy was not able to be programmed. Reportedly, the patient had suffered multiple falls in the last few months. The system was switched off completely and the patient awaits a possible revision of the drg system.